Event description:
It was reported the patient's device was at "end of service" following an overdischarge. It was stated the patient's device was overdischarged, and a physician mode recharge (pmr) was successfully performed. After the pmr, the patient was able to fully recharge their device, however, the device showed an eos message. It was stated this was the patient's second overdischarge. It was recommended the patient's device be replaced.

Event description:
Additional information received reported it was unknown if normal depletion occurred. The patient was implanted with a non-rechargeable device on (B)(6) 2011.

Event description:
Additional information received reported that the patient's battery was dead, and a surgery was scheduled for (B)(6) 2011 to replace the chargeable unit with a "permanent charger". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).